Event description:
Healthcare professional reported capsular contracture baker grade unknown against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to spec, white particles in the shell and opening curved on anterior. A visual and microscopic analysis was performed which identified, striated opening on anterior, non-penetrating nick and crease fold. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. Against right device. The device has been explanted.